Manufacturer narrative:
A1-5: select patient information cannot be provided due to regional privacy regulations. H3, h6) the instrument was returned for analysis. In summary, the returned malleable suction remained clogged and would not verify. The suction had a divot error of 2.4 millimeters (mm) to 2.5mm. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the instrument was not used because of some sort of debris when the clog was removed due to the clogging. There was no impact on patient outcome.